Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter timer not advancing. The reported event of loss of connection is reportable based on the finding of the transmitter and app were unable to restore the connection no injury or medical intervention was reported.